Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7071845 / 7071676.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that an end of service message was received on the remote control. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned by the medical facility.